Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank display. Customer reported that display returned over an hour later. Alarm history showed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 264 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. No blank display. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.